Manufacturer narrative:
Correction: device code data problem required for inability to detect r wave.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardiac monitor, it was discovered that the device had stored episodes of pauses and noise recovery due to undersensing. The device was unable to detect the r waves. Programming changes were made to resolve the anomaly. The patient remained in stable condition.